Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of reud1016 showed no other similar product complaint(s) from this lot number.

Event description:
Groshong implanted in patient's right I-j. Catheter was functioning. Patient sent to (B)(6) for a hemodialysis cath, which was placed in the same vicinity as the groshong. The groshong started to leak and there was no access. Attempted to remove the groshong, but a 16cm piece remained in patient. Operating room was unable to remove the piece. Patient sent to (B)(6) where they used a snare to remove the 16cm piece. The hospital will do a catheter tip culture before returning to the manufacturer.